Event description:
It was reported a power on reset occurred on the device due to the patient receiving radiation therapy. The device parameters were restored to the original settings and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.